Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation.

Event description:
Patient reported being diagnosed with a connective tissue disease/disorder. Upon investigation, the reported event has been ruled out. Later, healthcare professional reported rupture with saline implant (deflation). This relates to the right side. Device remains implanted.